Manufacturer narrative:
Reason for the blank of field d.4: this device has been installed in only one place in the united states, thus the subject device can be identified.

Event description:
During treatment, a piece of metal/ brass (approximately h: 60mm, w: several mm, t: several mm) has fallen on the patient (around the chest) on (B)(6). There was no injury to the patient. As a result of the investigation, it is believed that this incident is not caused by a component that fell from medical device. We chose malfunctions of product problem in this event, but there is no problem with the device itself. For preventing future recurrence, we conducted the daily inspection that on-site maintenance workers will rotate the gantry to check for fallen objects and visually check for foreign matter contamination.